Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components." A review of the manufacturing records showed no anomalies. (B)(4)

Event description:
It was reported to medtronic neurosurgery that during tunneling the distal tip of the obturator broke off. According to the report, staff tried to find it with an ultrasound but it could not be located. The report stated the physician determined this event would not contribute to a death or serious injury. Reportedly, there was no injury to the patient and the patient was discharged on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned catheter passer was found to be bent. The proximal tip of the obturator was broken off. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿repeated hand forming of the disposable subcutaneous catheter passer may weaken the shaft, resulting in breakage during use.¿ the instructions for use also caution ¿improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components.¿ a review of the manufacturing records showed no anomalies. Corrected data: the description has been updated to state proximal tip. (B)(4).